Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Notification via spine field actions: patient reported the following: how would I be able to confirm that my hardware is not subject to recall? I had a hardware failure prior to a june CT myleogram in which my screws did not hold and the plate came loose. The only information on my plate are the following numbers. Ce0086 30mm and 30mm atmdnf. (I do have the plate and 5 of the 6 screws in my possession.) As of yet, I have not notified (B)(6) in regards to this failure as I am still trying to figure out where the ball was dropped in failing to notify me in (B)(6) that there was a hardware issue following additional testing. Referring me for an epidural turned out to be a potential life saver. Only 2 of the 6 screws were holding, and per the (B)(6) radiology report following my CT myelogram, the screws were "incompletely imbedded and outset by 5 mm.". However, this information failed to be communicated or was deemed not worth telling me, as I was told to go to pt or have an epidural done to see if I was able to get relief. Because of this missed error, I do not exactly have the confidence that (B)(6) would provide the necessary followup in contacting me should they realize that a recall has been made. This surgery was performed at (B)(6) hospital by dr. (B)(6) on (B)(6) 2016 with one of your salesmen present the entire surgery. To my knowledge, I do have all of my records and would be able to supply your salesman's name and any other pertinent information as I am sure there is more documentation such as lot number, etc. That should have been in the records.